Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, this complaint is not related to the issue addressed in the medical device correction z-0647-2022. The system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the status of the wi-fi (led) indicator on the wireless foot switch was turning red sporadically and the color of the battery indicator was green. The fse replaced the wireless foot switch and wireless base station. The returned parts have been analyzed. The wireless foot switch showed the error mode; however, the wireless base station was not malfunctioning. After the replacement of the wireless foot switch and wireless base station, the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It has been reported to philips that the wireless footswitch lost connectivity. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.